Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced recurrent vaginal infections, pain with urination, dyspareunia, localized pelvic pain, recurrence of sui and/or pop. According to the physician, the patient has not presented with or reported any problems or complications since the implantation. Reportedly, the patient has been back to the physician's office eight times since the implantation, however all of the visits pertained to usage of a medtronic interstim device.